Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the severely tortuous and moderately calcified first right posterolateral segment (rpl) artery. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in a vertically separated form, between blade and blade at 8atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).